Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-00607. It was reported the pt (B)(6) underwent a surgical procedure to explant and replace the ipg and pocket adapters. The pt had reportedly experienced a drop in impedance resulting in ineffective therapy from the dbs system. Effective therapy was recaptured following the replacement procedure.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.